Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Corrected data received 6/30/10: (B)(4) - user information unknown. Original report stated that this incident occurred under the supervision of dr (B)(6); however, that is incorrect. The surgeon involved in this incident is unknown. This event occurred in (B)(6).

Event description:
Allegedly the component disassociated and had to be revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Manufacturer narrative:
Originally, we believed the component involved in this event (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.